Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The ventricular pace sense lead exhibited noise. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.0cm to 4.5 cm and 7.1 cm to 7.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.